Event description:
Patient underwent small bowel resection and returned to operating room two days later with fecal peritonitis and dehiscence of anastomosis. Per operative report, no staples were identified at the site of stapler from prior case.